Event description:
Information received on a smith medical tracheostomy/pvc, portex tubes blue line ultra (blu) malfunctioned. No anomaly in the product was observed at a pre-use check. However, after indwelling it in the patient for a while, the customer noticed the cuff deflated and slipped off from the patient. No patient injury.

Manufacturer narrative:
Other text: device evaluation- one device sample was returned for evaluation. The device examination showed no obvious issues. The device was given functional testing; this showed a leak at the pilot line from a torn area. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. This device type is 100% inflation tested during production. The investigator selected 5 samples from production and attempted to recreate the condition seen in the returned sample. The investigator pressed the devices against a hard surface and pilot lines were pulled. The tear damage seen in the returned sample was duplicated when pull force was applied. The reported issue was determined most likely caused by damage occurring during use.